Manufacturer narrative:
Device analysis report attached. This report is submitted on january 08, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Subsequently, the patient underwent two surgeries for wound debridement (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence, exposing the receiver/stimulator. This report is submitted on may 29, 2024.